Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was adjusted, the interconnect cable was replaced, and the lemo connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had a communication error and would lock up. No pt injury was reported.